Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The insulin pump had minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and stained end cap sticker and address and serial number label.

Event description:
It was reported that the insulin pump alarmed motor error and the customer was unable to clear it. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.